Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital subsequent to a syncopal event. Upon review it was found that the device performed a right ventricular (rv) lead automatic threshold test around the time of the patient's syncope. The patient was later seen by their following physician and screened for subcutaneous implantable cardioverter defibrillator (s-ICD) implant but did not pass. The physician discussed the patient may have an indication for a transvenous implantable cardioverter defibrillator (ICD). Review of device data noted no abnormal device behavior or indication of a system issue. Several instances of rv automatic capture tests due beat to beat loss of capture were observed over the days preceding the event. All tests were completed successfully with all measurements at or below 1.1v. No additional adverse patient effects were reported. This system remains in service.